Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no reported damage or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1: date of submission 16-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: a review of the pump black box data showed no evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap was undamaged and able to fit securely to the pump. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. The pump was exercised for 24 hours with no loss of power occurring therefore the investigation was unable to duplicate the initial complaint about a ¿power¿ issue. The pump¿s cover was removed and no intermittent conditions were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.